Event description:
The director of maintenance alleged there was a hot smell in the pt's room. The pt was removed from the bed and the bed was taken to the hallway to determine if it was the bed or another piece of equipment that was creating the smell. The bed was then plugged in to a/c power and director indicated there was some smoke from the bed and a nurse felt a shock when she touched the bed.

Manufacturer narrative:
The tech investigated and found the high voltage board was melted and charred and the hi/low foot and head motor male cable ends were melted and charred. The tech also found that the hi/low foot worm gear was stuck in the low position and it appears the foot hi/low limit was not working. The account has declined to have the bed repaired.